Manufacturer narrative:
Date sent to the FDA: 09/12/2017. (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What tissue layer was the vcp752 (0 vicryl plus) suture used on? How was the suture placed (interrupted or continuous)? What tissue layer was the vcp739 (2-0 vicryl plus) suture used on? What tissue layer was the sxmd2b406 stratafix spiral suture used on? How was the suture placed (interrupted or continuous)? Can you describe the symptoms of the inflammation? What medical intervention was provided to treat the patient inflammation? What is the surgeon opinion of the relationship of the vicryl plus sutures to the inflammation? What is the surgeon opinion of the relationship of the stratafix spiral sutures to the inflammation?

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2017 and suture was used. Postoperatively on (B)(6) 2017, the patient experienced inflammation on the wound. On (B)(6) 2017 an additional procedure was performed to clean the wound and remove blood stasis. Antibiotics were administered and hospitalization was prolonged. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). The following additional information was obtained: adverse event: incision inflammation relation to the study device: not related; relation to the study procedure: probably related outcome: recovered/resolved code of deep layer: vcp752d code of intermediate layer: vcp739d code of intradermal layer: (B)(4) code of skin layer: anx12.

Manufacturer narrative:
Product complaint # ==> pc-000013741 date sent to FDA: 7/22/2018 the following additional information has been provided: event description: limb swelling (left) onset date: (B)(6) 2017 severity/intensity: moderate relation to the study device: possibly related relation to the study procedure: probably related outcome: recovering/resolving is the adverse event still ongoing?: yes

Manufacturer narrative:
Additional information was requested and the following was obtained: what medical intervention was provided to treat the patient inflammation? No additional treatment. What is the surgeon opinion of the relationship of the vicryl plus sutures to the inflammation? Unk what is the most current patient status? Stable.